Event description:
It was reported that the cause of the elevated pump power was not identified. No device malfunction observed during admission. Patient was discharged home and no changes were made to plan of care.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed slight elevations in power and estimated flow; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between the log file findings, reported events (right ventricular failure, dizziness), and heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6) could not be conclusively established through this evaluation. The submitted log file contains data from (B)(6) 2020 at 08:32:37 through (B)(6) 2020 at 09:39:50. Several slight elevations in power over 7 w were captured throughout the file, reaching a maximum of 8.6 w on (B)(6) 2020 at 21:38:32. Estimated flow was also slightly elevated during these events, ranging from 8.1-10.3 lpm. The majority of these events were associated with pi events. Overall, power ranged from 5.6-8.6 w, estimated flow ranged from 4.7-10.3 lpm, and average pi was between 2.8 and 6.3. The pump speed did not drop below the low speed limit for the duration of the file. No atypical alarms were captured. The patient remains ongoing on hmii lvas, serial number (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28oct2016. The hmii lvas instructions for use (IFU) lists right heart failure as an adverse event that may be associated with the use of the hmii lvas. The IFU also provides an explanation of each of the pump parameters. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. In reference to flow, this section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had frequent flow and power spikes. The patient was admitted for right ventricular failure. The log file notes numerous power and flow elevations. There were no other unusual events. The patient has associated dizziness when he noticed the flows and power abnormal. The patient's vitals were stable but blood urea nitrogen and creatinine were elevated from baseline. There was no bleeding and the patient's lactate dehydrogenase was within normal limits at 327 u/l.